Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 15.2-15.7cm and 15.3-15.5cm from the connector pin, consistent with lead friction to the device can, and at 43.8-44.1cm and 44.2-44.3cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 7.5-8.0cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted and replaced.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead will be replaced.